Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the tip of the inner sheath was sealed. It was reported that during the operation, the tip of the inner sheath was sealed which made it difficult for guide wire to pass through. The surgeon used other device to clear the position of the seal and completed the surgery. There was no adverse event reported on patient. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed that the tip of the dilator was broken; but no foreign material was observed. Based on the event description, a guide wire was used to locate the occlusion area; however, the guide wire passed successfully through the dilator. A device history record was performed for the finished device batch number, and no internal action were identified. The broken tip dilator could be related to the obstructed issue reported by the customer therefore, the customer complaint was confirmed. The potential cause of the obstruction cannot be determined due to the returned condition of the dilator however, the broken condition is related to the surgeon using another device to clear the position of the seal. The sheath instructions for use (IFU) contain the following recommendations: failure to use the stylet for transseptal needle may inhibit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly or skiving of material from the inner surface of the dilator. Prior to inserting the device into the patient, pre-assemble sheath, dilator and stylet on the table. Advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. Before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the tip of the inner sheath was sealed. It was reported that during the operation, the tip of the inner sheath was sealed which made it difficult for guide wire to pass through. The surgeon used other device to clear the position of the seal and completed the surgery. There was no adverse event reported on patient. Additional information was received indicating there was no visible damage on the dilator and no internal mechanisms were exposed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Correction to the initial report and follow up 2: g1. Manufacturing site. Is freudenberg medical llc, therefore g1 manufacturing site details have been updated. D4. Primary UDI number has been added (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
On 22-may-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).